Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced syncope and low flows. The patient received volume replenishment and was discharged home in stable condition. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation as it remained implanted; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed three low flow alarms on the day of the reported event. Additionally, interrogation of the patient's ICD confirmed arrhythmias. The most probable root cause of the reported "inadequate flow rate" event may be attributed to reduced flow through the device as a result of the patient's arrhythmia, as reported by the treating facility. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that this male patient was admitted to the hospital for evaluation after experiencing a syncopal episode while attending a party. The low flow incident was confirmed by the patient's implantable cardioverter defibrillator (ICD) interrogation to be due to an arrhythmia. Supraventricular tachycardia at a rate of 154 beats per minute was noted. The patient had no other symptoms, and received an echocardiogram and volume replenishment. The patient was discharged home some time later in stable condition. This event is not believed, by the treating physician, to be related to the manufacturer's device. Preliminary controller log file analysis revealed three (3) low flow alarms on (B)(6) 2014. The pump was not returned to the manufacturer for evaluation as it remained implanted.